Event description:
During an ins replacement impedance measurements were greater than 40,000 ohms. The physician noticed that the extensions had been "nicked" after removing the old battery. The extensions were replaced and impedances were still greater than 40,000 ohms. The extensions were then tested with a snap-lid with the same result. The leads were buried too deep to test with the snap lid. Pre-op impedances were around 3,000 ohms and the patient experienced a burning sensation during recharging. Further information is being requested at this time.